Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon length issue was noted and a balloon rupture occurred. A 2.75x38mm taxus stent was placed in the 90% stenosed mid ramus lesion. The physician advanced a 2.75x20mm apex monorail balloon to the ramus lesion for post dilation. Upon inflation of the balloon, it was noticed that the length of the balloon was measured to be about 30mm rather than 20mm. The balloon was inflated three times and on the third inflation to 24 atms ,the balloon ruptured. The balloon was successfully removed from the pt and the procedure was completed. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B)(4).